Event description:
The consumer was allegedly injured when she fell after one of the loops allegedly slipped from the hooks, while she was in the sling being transported. Although injury is alleged, the extent and details are not known at this time.

Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Current user guides are clear in instructing as to the proper and safe use of the invacare lift product. Device has been in service for 5 years and maintenance history is unknown. MDR. Filed based on alleged hospital treatment no confirmation and extent of injuries are unknown.